Event description:
International affiliate reports that suture broke during an unspecified surgical procedure. Affiliate states that tensile strength was not good. There are no reported adverse consequences to the pt related to this event.